Event description:
This report received via notification of a returned intraocular lens (customer service). According to surgery personnel, the physician was performing a cataract extraction with iol implant on a pt. At the time of insertion, the haptic was bent because the surgeon did not make the initial incision large enough. Subsequently, the incision was enlarged in order to remove and replace the iol with another of the same model and diopter. There was no further injury to pt. Pt has since recovered without further problems. No further info is expected.